Event description:
In 2003, the perfusionist contacted the manufacturer stating that during the implant of a vented electric left ventricular assist device (lvad) when changing the lvad controller from fixed mode of 60 bpm with stroke volume (sv) in the upper 70s to 80s into the auto mode, the rate decreased to 50 bpm with sv's in the 80s. The left valve became dilated but the beat rate never increased. The manufacturer advised the cardio vascular surgeon to keep the pt in fixed mode and increase the rate to maintain sv in the upper 70s. The pt will be kept in fixed mode for 24 to 48 hours and then will try auto mode again. The pt remains ongoing on lvad support while awaiting a heart transplant.